Event description:
It was reported that a circlip and a washer of the monitor suspension pivot came off and fell to the ground. Without the washer in place, the suspension system for the monitor becomes compromised and may not adequately support the monitor. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.